Event description:
It was reported that there was a partial explant of the extension. It was noted that the surgeon could not remove the entire extension. It was noted that the product was replaced. It was noted that the patient was originally implanted with a left lead and two extension and one implantable neurostimulator (ins) so that the patient would not have to have the extensions tunneled again when they came back to implant the right lead. It was noted that the right extension was capped off with a rubber boot and attached to channel 2 on the ins for a later date. A few weeks after, the original surgery the capped extension seemed to be eroding though the skin above the capped end of the extension. It was noted that on 2013 (B)(6), the health care professional (hcp) decided to amputate the extension near the erosion. It was noted that the day of the report the hcp retunneled a new extension parallel to the existing amputated extension and connected the new extension to the right lead and inserted it into channel two of the ins. It was noted that the hcp attempted to remove the amputated extension without success. It was noted that the hcp decided to amputate the distal portion of the extension. It was noted that the hcp pulled the insulation of the amputated extension over the amputated portion of the extension and tied a silk suture around it so that no series would be exposed at the distal end. It was noted that impedance testing was performed. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the no malfunctions to the deep brain stimulation were noticed. It was noted that the revised extension had not been turned on yet because, the neurologist liked to wait a couple weeks following the stage one before turning on the device. It was noted that impedances look good following the revision. It was noted that patient experienced more tremor than usual on the other side after the revision. It was noted that all that was done was the ins was turned off for the revision and then it was turned back on following the surgery. It was noted that the hcp then rechecked the impedances and they were still normal. It was noted that the settings were rechecked and were unchanged and the device was on. It was noted that the surgeon believed it was muscular and the plexus was irritated from surgery and was not related to the dbs system at all. It was noted that the hcp was going to put the patient on a medrol dose pack to see if that helped with the irritation and swelling. Additional information received reported that the patient was doing great and received therapy.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40 lot# va0dg2y, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va08klm, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).